Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. The insulin pump received with normal operating currents. No unexpected battery out limit alarm noted. No unexpected low battery alert noted. The insulin pump received with cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer's spouse reported via phone call that he could not bolus. The insulin pump alarmed low battery. When he changed the insulin pump's battery, he received a battery out limit alarm. He changed the battery three times and the insulin pump continued to alarm battery out limit. The customer was unable to clear the alarm because the esc and act buttons on the insulin pump were unresponsive. Customer's blood glucose level was 189 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.